Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high rv impedance measurements of greater than 2000 ohms, oversensing, and pacing inhibition without asystole. A surgical intervention was performed and the lead was surgically abandoned and replaced due to the lead being fractured. An x-ray was taken which revealed a lead fracture near the patient's clavicle. No additional adverse patient effects were reported.